Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was 149 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the new battery did not resolve the issue. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant a39 alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating current test due to a39 alarm.